Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This is potentially reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: black box shows dates from (B)(4) 2016. Black box data from date of complaint has been overwritten. Unable to confirm or duplicate the complaint during investigation. The pump intermittently powers with returned battery cap. Battery cap threads damaged. A test battery cap was used for all testing. Pump powers with a test battery cap to a dim discolored display. Test battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Battery compartment threads damaged. Current draws within specifications. A "battery life" issue was not duplicated during investigation. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump.